Event description:
It was reported that the pt "felt heat inside", similar to before when she had a staph infection. The infection caused her to break out in sores on her legs. The outcome is unknown. Further information is being requested from the hcp.

Manufacturer narrative:
.